Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after being filled and mixed, the 3.5 ml bd vacutainer® plus plastic gold bd hemogard¿ sst tube exploded causing the blood to spill. A redraw was required, but there was no report of medical interventions, exposure or injury.

Manufacturer narrative:
Investigation: bd received a sample from the customer facility for investigation. The customer sample was contaminated, therefore investigation was limited. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of ¿stopper pop off¿ are identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although bd received a contaminated sample for investigation from the customer, investigation was limited due to contamination, and therefore the indicated failure mode of "stopper pop off" could not be observed. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine the root cause associated with stopper pop off and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.